Manufacturer narrative:
The referenced previous pump exchange was reported under MFR report number 2916596-2015-02080. Approximate age of device - 2 years, 7 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the log file was sent for evaluation and pump thrombus was suspected. The patient¿s history revealed previous pump exchange. The manufacturer¿s technical services representative reviewed the submitted log file and observed a few transient power elevations. A chest CT angiography on (B)(6) 2018 showed high-grade (approximately 80%) stenosis of the outflow tract of the lvad at anastomosis with the descending thoracic aorta. A small amount of mural thrombus was also noted within the lvad outflow tract. A left ventricular ejection fraction was severely reduced and measured to be 10 % on echocardiography. On (B)(6) 2018, the patient underwent outflow graft (ofg) revision. The tissue covering the surrounding ofg was removed. The patient was stable. On (B)(6) 2018, post revision, power elevations were observed. Follow up log file analysis confirmed some transient power elevations. On (B)(6) 2018, it was reported that increased power and flows were observed again. The patient was placed on bivalrudin and coumadin. Log files analysis that contained data from (B)(6) 2018 to (B)(6) 2018 revealed a slight increase of power over the time. No further information was provided.

Manufacturer narrative:
Section a2: corrected information (patient age). Manufacturer's investigation conclusion: device thrombosis could not be confirmed through this evaluation. Analysis of the log files provided by the account confirmed transient power and flow elevations; however, a specific cause for this finding could not conclusively be determined through this evaluation. The submitted log files contained data from 4/24/2018 to 6/11/2018. The file captured transient power and flow elevations on 4/30/2018, 5/1/2018, 5/4/2018, 5/29/2018, 5/30/2018, 6/1/2018, 6/5/2018, 6/8/2018 and 6/10/2018. The majority of the power elevations appeared to be associated with pi events. It was noted that the patient had an outflow graft revision on (B)(6) 2018 and the pump speed was adjusted several times on 5/21/2018, 5/22/2018, 5/25/2018, 5/29/2018 and 6/11/2018. In addition, low power advisory alarms were noted on 4/24/2018, 5/1/2018 and 5/8/2018, when the patient was connected to battery power and the alarms cleared when the patient was connected to fully charged batteries. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. On 5/14/2018, a log file was sent for the evaluation for pump thrombosis. The account communicated on 5/22/2018 stating that during the ofg revision done on (B)(6) 2018, a tissue covering the surrounding ofg was removed and nothing was exchanged. It was stated that the patient did well. The account communicated on 5/30/2018 stating that the patient had recent power elevations after the ofg revision. The account communicated on 6/11/2018 stating that the patient has been recovering from the outflow revision. The vad team noted an increase in power and flow. It was also noted that the patient¿s ldh and urine color was normal. The patient was placed on bivalrudin and coumadin. The patient was also scheduled for an echo. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document outlines indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Evaluation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, the patient underwent outflow graft (ofg) revision.